Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2023. No further patient consequences were reported.

Event description:
It was reported that a patient presented remotely. Upon examination, it was reported that the right ventricular (rv) lead was dislodged, despite a surgical revision performed to address the issue. Additional malfunctions of far p over-sensing and failure to capture were reported. Programming changes were made and the patient was stable throughout.

Manufacturer narrative:
Correction: b1: field should be marked product problem only correction: b2: field should not have any value selected correction: b5: field should reflect no surgery performed correction: h1: field should be marked malfunction correction: h6: codes should reflect no surgery performed.

Event description:
It was reported that a patient presented remotely. Upon examination, it was reported that the right ventricular (rv) lead was dislodged. Additional malfunctions of far p over-sensing and failure to capture were reported. Programming changes were made and the patient was stable throughout.